Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. However, the insulin pump was received with a corroded battery tube. The insulin pump was monitored and no blank display was noted. The insulin pump was received with a cracked display window and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The customer inserted a new battery and the display did not return. The customer did not recall the blood glucose reading. The insulin pump was cracked at the bottom of the display. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.